Event description:
Nurse reported the patient was admitted to the hospital on (B)(6) 2012. She was found in a hyperglycemic coma and her blood glucose was 27 mmol/l (486 mg/dl). The infusion device was disconnected from her body, and she was found in vomit and feces. Nurse reported the patient's cerebral functions are "not good" and might not be "100%" again. Nurse was unable to provide any further details regarding the event. A request was submitted to the patient's family for additional information. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.